Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, alarmed no disposable, pump won't run. Per reporter residual volume was: 92.1, rate 2.2 and 9.95 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).